Manufacturer narrative:
This product is not marketed in the us. Visual inspection found iol was inadequately rotated inside the triangle part of the nozzle and the rod passed over iol. No irregularity found on injector or iol, all met criteria. (B)(4).

Event description:
The reporter stated that upon handling the rod of a ks-ni2 aq310ain, 14.0 diopter preloaded injector, the lens rotated and became blocked. The surgeon stopped using the lens and the surgery was cancelled. There was no patient contact.